Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 blood glucose was more than 500 mg/dl. Blood glucose level at the time of the incident was 400 mg/dl treated with 15 unit. Customers other blood glucose was 600 mg/dl. Customer had symptoms related to their high blood glucose was headache. Customer had performed the displacement test and self test both were passed. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 317 mg/dl. The insulin pump will not be returned for analysis.